Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25095031, 25093566, and 25092256, the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar balloon on the vasoview hemopro 2 was not holding air. The co2 was blowing; however it was more difficult to complete the case. The same device was used to complete the procedure. The hospital did not report any patient effects.